Manufacturer narrative:
Gyrus acmi, inc. Received a maude event report giving us very little info regarding this complaint. At the time of this report, multiple attempts to obtain further info have been unsuccessful, and the device has not been returned for eval. As a result, a determination cannot be made at this time. If further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.

Event description:
During a transurethral resection of the prostate, a foreign body was noted in the bladder. A piece of the rotating continuous flow resectoscope inner sheath had detached and fallen into the pt. The piece was retrieved from the pt with no pt harm.